Manufacturer narrative:
Analysis: device specific information was not provided, and the device was not returned for analysis. As the event occurred approximately 2 years ago, receipt of the device is not anticipated. Contraindications contained within the IFU for this device state that this device is not intended to be placed through a valve to drain a closed cardiac chamber. Labeled adverse effects contained within the IFU state, "valve damage may occur if the pericardial sump is passed through valve leaflets." Conclusion: although the product was not returned, user mishandling likely contributed to the event. The device was used in a manner contraindicated in the IFU.

Event description:
Medtronic received limited information that a pericardial sump was passed through the mitral valve during a procedure, which resulted in damage to the valve. It was reported that this procedure occurred in 2005. It was reported that the patient subsequently required mitral valve replacement.